Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he dropped the insulin and since then he struggled maintaining his blood glucose levels. He experienced a low blood glucose level. The customer called the paramedics for low blood glucose levels once that week. The customer was in the emergency room 5 times for a low blood glucose level and the paramedics came out 7 times. He stated that he would wake up with medical staff and would always have a blood glucose level of under 20 mg/dl when admitted to the hospital. The customer did not remember his blood glucose levels at the time but did know it was due to hypoglycemic episodes. The device was not returned.